Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. A field service engineer found that the cubie lid was jammed by keys. The keys were relocated to a new cubie, and the customer confirmed proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed to open and required maintenance. Customer tried to reboot and recover the storage space, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.